Event description:
It was reported that the customer did not see drops of insulin coming out the end of the tubing during fill tubing. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been retured for evaluation. Should new relevant information become available, a supplemental report will be submitted.